Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer filled the cartridge with approximately 150 units of insulin. The customer's blood glucose was 75 mg/dl. Customer was successfully able to add insulin and complete the load process.